Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel) was confirmed. Upon evaluation, there was no evidence of gel release, but the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires, including the pulse wire. The cause of the false 'add gel' messages is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damage cable and wires. The pt was issued a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to 'add gel' messages without prior gel release, indicating potential damage to a cable. The pt was issued a replacement electrode belt.